Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Maude report : sus voluntary event report (mw5066745). Knee transplant done in 2012. Started suffering in (B)(6) and facing revision in a few days. Used the stryker knee replacement. Reported having swelling, pain and draining.